Manufacturer narrative:
Date of event: event date approximated to (B)(6) 2021.

Event description:
It was reported that stent migration occurred. Boston scientific (bsc) was notified on (B)(6) 2021 by a treating physician that a patient treated with a 16x120mm, 100cm vici stent system experienced a stent migration. The physician is currently following the patient status. No known patient complications have been reported.